Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon fraying [device breakage]. Case narrative: consumer reported via e-mail that tampons are fraying near the edge of the string. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon fraying [device breakage]. Case narrative: consumer reported via e-mail that tampons are fraying near the edge of the string. No injury reported.